Event description:
It was reported that during implantation of an intraocular lens (iol) into the eye the lens haptic bent while advancing the lens. The incision was enlarged to allow for removal of the iol, a vitrectomy was performed, and a lens exchange was performed. Sutures were used to close wound. Additional information was requested, but not received.

Manufacturer narrative:
Although requested, the device was not returned for evaluation and additional information regarding the details of the event was not provided. As a lot number for the device was not provided, the associated device history record was not reviewed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.